Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. The serial number provided does not match the product 621-400es. Attempts have been made to contact the customer for clarification, as well as if the pump or pump logs are available for evaluation. A follow-up will be submitted when the investigation results become available.

Event description:
As reported on medwatch (B)(4): patient was ordered an infusion of d10, total of a 321.5 ml bolus. The pump was found to have infused 500 ml, overinfusing the patient by 178.5 ml extra d10. The patient suffered no harm but required additional monitoring.

Manufacturer narrative:
This report has been identified as b. Braun medical inc internal report # (B)(4). Multiple attempts were made to obtain additional information as well as to obtain the device and/or the logs. The device involved was not received for evaluation and the pump logs were not received for review. Without the actual device or logs a thorough investigation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.